Event description:
The complaint is reported as: "reservoir bag does not inflate once in a while (even with 12 l/m of air flow)". Defect discovered during use on a pt during oxygenation.

Manufacturer narrative:
The device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for eval, therefore, the complaint could not be confirmed and a root cause could not be established.